Event description:
A (B)(6) female patient contacted zoll lifecor customer support to report that her battery would not hold a charge. The patient was provided with a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B)(4) has been completed. The reported problem was confirmed. The battery pack had several battery pack faults. The cause of the battery pack faults was a broken white wire within the battery pack where the wire attaches to the battery pack's internal pca board. The root cause of the broken wire has not been determined but may have been caused by a severe shock from dropping the pack. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.